Event description:
As reported, during transurethral lithotripsy (tul), prior to patient contact, an ncircle tipless stone extractor inspected to ensure there was no damage to the device. The device was tested in the uncoiled position and the basket functioned properly. Stones were fractured with a laser. The ncircle tipless stone extractor was then used to remove the stones in the renal and urinary tract, but the user found that the sheath was kinked and the basket would not open or close. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. Another same device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. There were no adverse effects to the patient reported.

Manufacturer narrative:
E1: name and address: postal code: (B)(6). G4: PMA/510k#: exempt. Investigation/evaluation: reviews of complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), does not provide any information related to the reported issue. Based on the information provided by the user, the device initially functioned before use, but the sheath became kinked during use, and the basket then would not function. The likely cause for the issue was that the sheath became damaged during use. The cause of the sheath damage could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.